Event description:
It was reported that early sensor expiration occurred. Data was provided for investigation. Confirmation of the complaint was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Product registration - correction. B5: describe event or problem ¿ correction. D4: model no - correction. D4: catalog no - correction. D4: serial no - correction. D4: lot no - correction. D4: expiration date - correction. Primary UDI number- correction. G: contact office-manufacturing site - correction. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information. H4: device mfg date - correction. H10: corrected data.